Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 5.0x20x75cm express® ld biliary stent was advanced over the guide wire; however, it was noted that the stent prematurely detached from the balloon. The detached stent was then snared out of the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.